Manufacturer narrative:
The field service representative (fsr) noticed the pod board was damaged. He replaced the pod board and loaded 1.40 software. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller head would not power. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 . The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was unable to perform evaluation due to heat damaged of capacitor c16. Per data log analysis, on (B)(6) 2019, the only indication of a problem in the log was the pump lost power and/or was rebooted around 13:32:am on (B)(6) 2019. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.